Event description:
Customer reported being hospitalized for high blood glucose. The blood glucose reading was 428 mg/dl at time of the call. The customer refused to perform troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.